Manufacturer narrative:
The actual device was returned for evaluation. The most likely root cause is manufacturing error, which may be in forming the device or it may also be due to operator error in not catching the device during 100% visual inspection. The root cause may also be attributed to user errer, as excessive force may cause blade breakage. This should be considered the final report. If any additional relvevant information is identified, it will be submitted in a supplemental report.

Event description:
Complainant alleges "bard-parker blade broke while in use. Both pieces were retrieved and verified by (B)(6), rn and md that all pieces were accounted for."